Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 after experiencing inappropriate shocks. It was also noted that there was loss of capture and sensing on their right ventricular lead. An x-ray was performed on (B)(6) 2021, which revealed that the patient's right ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2021. During explant, the helix failed to retract due to tissue in the helix. The patient was stable throughout.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 after experiencing inappropriate shocks. Double counting was observed, which was attributed to causing the inappropriate shocks. It was also noted that there was loss of capture and sensing on their right ventricular lead. An x-ray was performed on (B)(6)2021, which revealed that the patient's right ventricular lead had dislodged. The lead was explanted and replaced on (B)(6)2021. During explant, the helix failed to retract due to tissue in the helix. The patient was stable throughout.

Manufacturer narrative:
Correction - b5 - missing information of "double counting was observed, which was attributed to causing the inappropriate shocks." Was not included in the previous report.